Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization incident. Customer advised they put in a cheap battery and forgot to replace it which resulted in the device shutting down. Customer blood glucose level was 580 mg/dl when they woke up and were unable to bring those levels down. Customer was unable to treat the high blood glucose levels as device was not delivering basal rates. Customer advised they had diabetic ketoacidosis and were vomiting. Customer was not wearing the insulin pump when admitted to the hospital for the first 12 hours. Customer declined to troubleshoot for the high blood glucose levels. Customer's current blood glucose level is 47 mg/dl.